Manufacturer narrative:
As reported in a research article, the most common complication of implantation of an amplatzer septal occluder was residual shunt requiring replacement of the device. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "amplatzer left atrial appendage closure: access via transseptal puncture versus patent foramen ovale or atrial septal defect" was reviewed. This article was a retrospective study to compare the periprocedural and late clinical outcomes of left atrial appendage closure (laac) with amplatzer devices by access through trans-septal puncture (tsp) versus a patent foramen ovale (pfo) or an atrial septal defect (asd). Between 2009 and 2018, 578 consecutive patients underwent laac via tsp or pfo/asd access in three centers. The devices associated with this study are the amplatzer cardiac plug, the amplatzer amulet left atrial appendage occluder, the patent foramen ovale occluder, and the amplatzer atrial septal defect occluder. The primary author is caroline kleinecke, md, of department of cardiology, klinikum lichtenfels, lichtenfels, germany. The corresponding author is steffen gloekler, md, with corresponding email: steffengloekler@gmail.com.